Event description:
The account alleged the patient exited the bed and the bed exit did not alarm. The account could not give any details of the alleged incident or if there was an injury related to the incident.

Manufacturer narrative:
The technician investigated the bed and found no issue, the bed exit and patient position module functioned as designed.